Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A supplemental report will be filed if the product is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) would compress several times and then stop with the "realign patient" error message. The issue occurred not during patient transport. The manual CPR was performed for 4 minutes during the platform troubleshooting. The user lifted the lifeband and re-positioned the patient, however, the issue persists. After a few unsuccessful attempts to clear the error message, the user switched to the lucas device to continue compressions. No consequences or impact to patient. Back at the station, the user was unable to replicate the issue while testing the autopulse platform with a manikin.